Event description:
It was reported that the pt had difficulties to understand her teacher at school and could not hear at home. Testing shows increased impedance values on all channels. The voltage levels are high, and the ground path impedance is 10.18kohm.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.